Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer reported high built-in meter blood glucose results, and customer experienced tremors and a loss of consciousness. The customer had contact with a healthcare provider, who obtained a healthcare meter result of 31 mg/dl, compared to 104 mg/dl on built-in meter. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The customer was provided treatment of glucose for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid lot or serial number has not been provided for the strips. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the product line and reported complaint, no trends were identified that would indicate any product related issues. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer reported high built-in meter blood glucose results, and customer experienced tremors and a loss of consciousness. The customer had contact with a healthcare provider, who obtained a healthcare meter result of 31 mg/dl, compared to 104 mg/dl on built-in meter. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The customer was provided treatment of glucose for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.